Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated insulin delivery occlusions with a contact detach infusion set, which resolved only after an infusion set and supply change, after which insulin delivery successfully resumed. No adverse clinical symptoms associated with the risk of hyperglycemia. Outcomes included interruption of therapy until troubleshooting and education were completed and infusion resumed without hospitalization. Investigation included remote troubleshooting and user education that guided an infusion set replacement and supply change. Investigation of this case revealed an occlusion related to the infusion set and associated disposable components that was corrected by replacing the set and supplies, restoring delivery. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set obstruction consistent with use-related or disposable-related factors.